Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 28mm mitral annuloplasty band was implanted and explanted on the same day. The device was replaced with a 26mm annuloplasty ring for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this device was not used as the physician changed their mind and used another device instead. The device had never come in contact with the patient at any time. If information is provided in the future, a supplemental report will be issued.